Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pains") in a (B)(6) female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abruptio placentae (during her first birth), gravida ii, parity 2 (births 17 jul 2002 and 26 aug 2004), back muscle spasms (she applied for workers' compensation (disability) in 2010) and migraine with aura. Concomitant products included alprazolam (xanax), lorazepam and panadeine co (tylenol with codeine). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), neuralgia ("nerve pain"), dizziness ("dizziness"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), menorrhagia ("heavy periods"), insomnia ("insomnia"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("I do believe I have an allergy to nickel, hypersensitivity to nickel") with rash and pruritus and depression ("depression"). The patient was treated with surgery (salpingectomy and removal of essure coils), physical therapy (chiropractic, acupuncture,massage) and alternative therapy (accupuncture). Essure was removed on (B)(6)2013. On (B)(6)2013, the pelvic pain, back pain, abdominal distension, dizziness, memory impairment, hypoaesthesia, night sweats, hyperhidrosis, menorrhagia, insomnia, anxiety and weight increased had resolved. In (B)(6) 2013, the neuralgia had resolved. At the time of the report, the allergy to metals outcome was unknown and the depression had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, dizziness, hyperhidrosis, hypoaesthesia, insomnia, memory impairment, menorrhagia, neuralgia, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: procedure report: bilateral tubal ostia were visualized. The left essure was placed without any difficulty with three coils. The right was also performed without any difficulty with five coils. The patient tolerated the entire procedure well. She received motrin, xanax, percocet, zofran and toradol before procedure. She was referred to a plastic surgeon for a biote hormone replacement due to bloating, heavy periods, night and day sweats and dizziness. On (B)(6) 2013 she suspected her injuries (nerve pain, back pain, numbness, bloating, dizziness, forgetfulness, numbness, sharp stabbing pains, night and day sweats, heavy periods, insomnia, weight gain, rash, severe itching) were essure related. She received anti-anxiety medication on and off from 2011-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Us done in (B)(6) 2013: ultrasound shows a retroflexed uterus. The uterus and endometrium appear normal. Both essure coils well seen and are in normal placement. The right ovary has normal follicular activity. The left ovary has a small resolving corpus luteum measuring 15mm and a small amount of free fluid in the posterior cul-de sac. She also has had blood work done that came back within normal limits. (B)(6) 2013: serum iron level 239 increase. Vit b levels decrease. Question hypothyroidism. (B)(6) 2013: endometrial biopsy was done. (B)(6) 2013: thyroid within normal limits. Concerning the injuries reported in this case, the following ones were described in patient's medical records:weight increased, night sweats, back pain, anxiety, menorrhagia, insomnia, hyperhidrosis, dizziness, hypoaesthesia and abdominal distension. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pains") in a 40-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abruptio placentae (during her first birth), gravida ii, parity 2 (births (B)(6) 2002 and (B)(6) 2004), back muscle spasms (she applied for workers' compensation (disability) in 2010) and migraine with aura. Concomitant products included alprazolam (xanax), lorazepam and panadeine co (tylenol with codeine). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), neuralgia ("nerve pain"), dizziness ("dizziness"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), menorrhagia ("heavy periods"), insomnia ("insomnia"), anxiety ("anxiety") and weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("I do believe I have an allergy to nickel, hypersensitivity to nickel") with rash and pruritus and depression ("depression"). The patient was treated with surgery (salpingectomy and removal of essure coils), physical therapy (chiropractic, acupuncture,massage) and alternative therapy (accupuncture). On (B)(6) 2013, the pelvic pain, back pain, abdominal distension, dizziness, memory impairment, hypoaesthesia, night sweats, hyperhidrosis, menorrhagia, insomnia, anxiety and weight increased had resolved. In (B)(6) 2013, the neuralgia had resolved. At the time of the report, the allergy to metals outcome was unknown and the depression had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, dizziness, hyperhidrosis, hypoaesthesia, insomnia, memory impairment, menorrhagia, neuralgia, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: procedure report: bilateral tubal ostia were visualized. The left essure was placed without any difficulty with three coils. The right was also performed without any difficulty with five coils. The patient tolerated the entire procedure well. She received motrin, xanax, percocet, zofran and toradol before procedure. She was referred to a plastic surgeon for a biote hormone replacement due to bloating, heavy periods, night and day sweats and dizziness. On (B)(6) 2013 she suspected her injuries (nerve pain, back pain, numbness, bloating, dizziness, forgetfulness, numbness, sharp stabbing pains, night and day sweats, heavy periods, insomnia, weight gain, rash, severe itching) were essure related. She received anti-anxiety medication on and off from 2011-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2012: negative . Us done in (B)(6) 2013: ultrasound shows a retroflexed uterus. The uterus and endometrium appear normal. Both essure coils well seen and are in normal placement. The right ovary has normal follicular activity. The left ovary has a small resolving corpus luteum measuring 15mm and a small amount of free fluid in the posterior cul-de sac. She also has had blood work done that came back within normal limits. (B)(6) 2013: serum iron level 239 increase. Vit b levels decrease. Question hypothyroidism. (B)(6) 2013: endometrial biopsy was done. (B)(6) 2013: thyroid within normal limits . Concerning the injuries reported in this case, the following ones were described in patient's medical records:weight increased, night sweats, back pain, anxiety, menorrhagia, insomnia, hyperhidrosis, dizziness, hypoaesthesia and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains') in a 40-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abruptio placentae (during her first birth), gravida ii, parity 2 (births (B)(6) 2002 and (B)(6) 2004), back muscle spasms (she applied for workers' compensation (disability) in 2010) and migraine with aura. Concomitant products included alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine) and lorazepam. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), neuralgia ("nerve pain"), dizziness ("dizziness"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), menorrhagia ("heavy periods"), insomnia ("insomnia") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("I do believe I have an allergy to nickel, hypersensitivity to nickel") with rash and pruritus, depression ("depression"), genital haemorrhage ("bleeding/spotting"), menstruation irregular ("irregular period") and feeling abnormal ("brain fog") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with physical therapy (chiropractic, acupuncture,massage), surgery (salpingectomy and removal of essure coils) and accupuncture. Essure was removed in november 2014. On (B)(6) 2013, the pelvic pain, back pain, abdominal distension, dizziness, hypoaesthesia, night sweats, hyperhidrosis, menorrhagia, insomnia, anxiety and weight increased had resolved. In november 2013, the neuralgia had resolved. At the time of the report, the allergy to metals, genital haemorrhage and vitamin d decreased outcome was unknown, the memory impairment and feeling abnormal was resolving, the depression had not resolved and the menstruation irregular had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, dizziness, feeling abnormal, genital haemorrhage, hyperhidrosis, hypoaesthesia, insomnia, memory impairment, menorrhagia, menstruation irregular, neuralgia, night sweats, pelvic pain, vitamin d decreased and weight increased to be related to essure. The reporter commented: procedure report: bilateral tubal ostia were visualized. The left essure was placed without any difficulty with three coils. The right was also performed without any difficulty with five coils. The patient tolerated the entire procedure well. She received motrin, xanax, percocet, zofran and toradol before procedure. She was referred to a plastic surgeon for a biote hormone replacement due to bloating, heavy periods, night and day sweats and dizziness. On (B)(6) 2013 she suspected her injuries (nerve pain, back pain, numbness, bloating, dizziness, forgetfulness, numbness, sharp stabbing pains, night and day sweats, heavy periods, insomnia, weight gain, rash, severe itching) were essure related. She received anti-anxiety medication on and off from 2011-2013. Previously added removal date:(B)(6) 2013 and now ??-(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. Us done in (B)(6) 2013: ultrasound shows a retroflexed uterus. The uterus and endometrium appear normal. Both essure coils well seen and are in normal placement. The right ovary has normal follicular activity. The left ovary has a small resolving corpus luteum measuring 15mm and a small amount of free fluid in the posterior cul-de sac. She also has had blood work done that came back within normal limits. (B)(6) 2013: serum iron level 239 increase. Vit b levels decrease. Question hypothyroidism. (B)(6) 2013: endometrial biopsy was done (B)(6) 2013: thyroid within normal limits quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: processed with fu,4,5,6,7. Social media received. New events added: bleeding, irregular period, reporter was added. On (B)(6) 2020: processed with fu,4,5,6,7. Social media received. Removal date was updated. Reporter was added. On (B)(6) 2020: processed with fu,4,5,6,7. Social media received. New event added: vitamin d low. Reporter was added on (B)(6) 2020: processed with fu,4,5,6. No new significant information was added. Reporter was added. On (B)(6)2020: content from social media received: secondary reporter added. On (B)(6) 2020: content from social media received: event added: ¿brain fog¿. Event ¿forgetfulness¿ outcome updated. Secondary reporter added. On (B)(6) 2020: live fu process- social media received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains') in a 40-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abruptio placentae (during her first birth), gravida ii, parity 2 births (B)(6) 2002 and (B)(6) 2004, back muscle spasms (she applied for workers' compensation (disability) in 2010) and migraine with aura. Concomitant products included alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine) and lorazepam. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), neuralgia ("nerve pain"), dizziness ("dizziness"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), menorrhagia ("heavy periods"), insomnia ("insomnia") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("I do believe I have an allergy to nickel, hypersensitivity to nickel") with rash and pruritus, depression ("depression"), genital haemorrhage ("bleeding/spotting"), menstruation irregular ("irregular period") and feeling abnormal ("brain fog") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with physical therapy (chiropractic, acupuncture,massage), surgery (salpingectomy and removal of essure coils) and acupuncture. Essure was removed in (B)(6) 2014. On (B)(6) 2013, the pelvic pain, back pain, abdominal distension, dizziness, hypoaesthesia, night sweats, hyperhidrosis, menorrhagia, insomnia, anxiety and weight increased had resolved. In (B)(6) 2013, the neuralgia had resolved. At the time of the report, the allergy to metals, genital haemorrhage and vitamin d decreased outcome was unknown, the memory impairment and feeling abnormal was resolving, the depression had not resolved and the menstruation irregular had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, dizziness, feeling abnormal, genital haemorrhage, hyperhidrosis, hypoaesthesia, insomnia, memory impairment, menorrhagia, menstruation irregular, neuralgia, night sweats, pelvic pain, vitamin d decreased and weight increased to be related to essure. The reporter commented: procedure report: bilateral tubal ostia were visualized. The left essure was placed without any difficulty with three coils. The right was also performed without any difficulty with five coils. The patient tolerated the entire procedure well. She received motrin, xanax, percocet, zofran and toradol before procedure. She was referred to a plastic surgeon for a biote hormone replacement due to bloating, heavy periods, night and day sweats and dizziness. On (B)(6) 2013 she suspected her injuries (nerve pain, back pain, numbness, bloating, dizziness, forgetfulness, numbness, sharp stabbing pains, night and day sweats, heavy periods, insomnia, weight gain, rash, severe itching) were essure related. She received anti-anxiety medication on and off from 2011-2013. Previously added removal date:20-nov-2013 and now ??-nov-2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2012: results: negative. Us done in (B)(6) 2013: ultrasound shows a retroflexed uterus. The uterus and endometrium appear normal. Both essure coils well seen and are in normal placement. The right ovary has normal follicular activity. The left ovary has a small resolving corpus luteum measuring 15mm and a small amount of free fluid in the posterior cul-de sac. She also has had blood work done that came back within normal limits. (B)(6) 2013: serum iron level 239 increase. Vit b levels decrease. Question hypothyroidism. (B)(6) -2013: endometrial biopsy was done (B)(6) 2013: thyroid within normal limits lot number: 901329, manufacturing date: 2011-09,& expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.